Event description:
There was an allegation of questionable vitamin b12 results from the cobas e411 rack analyzer. Sample 1 initial result was 128 .0 pmol/l and the repeat result was 150.1 pmol/l. The result from another site was 200 pmol/l. Sample 2 initial result was 131.2 pmol/l and the repeat result was 95.39 pmol/l. The result from another site was 141 pmol/l.

Manufacturer narrative:
The reagent lot number was 765006. The expiration date was not provided. The field service engineer found cracked pinch tubing and that the sipper was slightly out of adjustment on the procell and clean cell reagent compartment. He performed mechanical adjustment for the sample/ reagent sipper and probe and bead mixer paddle adjustments. He checked the syringes, replaced the pinch tubing, primed the sipper and sample/reagent pipette, checked the sample/reagent probe liquid level detection (lld), checked the pressure sensor, and checked the sipper lld voltage. He performed measuring cell preparations and an assay performance check that was within specifications. He ran quality controls that all passed. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The customer stated they made improvements to their daily routine but did not provide specific information on the changes made. The specific cause of the event could not be determined.